Event description:
The user is reporting they were unable to use the unopened pads cartridge during a patient use event as the pads gel was deteriorated and part of the gel stayed on the paper backing and the other part on the pad. The patient outcome is unknown.

Manufacturer narrative:
The pads cartridge was not available for investigation. The device performed according to specifications as the device alerted the user through the self-test feature to ensure the device is adequately maintained to supply therapy as intended.